Event description:
It was reported that the saw was sluggish when cutting through the sternal bone. No pt injury was reported.

Manufacturer narrative:
The sternal saw and flexible drive cable were returned to terumo for investigation. The sternal saw passed functional testing with no issues found. The cable, when tested, was binding and confirmed the complaint. The system was repaired and returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.